Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4). The customer did not provide any information for the primary device that this component was installed in when the reported issue occurred.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop intermittently. The customer did not report any information regarding patient involvement, it is currently unknown.